Manufacturer narrative:
Section d4 and h4: additional information. Manufacturer's investigation conclusion: a specific cause for the report of pump thrombosis could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. There is no product available for investigation and the investigation file will be closed accordingly. If (B)(6) is received in the future, the investigation file will be reopened to include the evaluation of the device. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years and 4 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient underwent a pump exchange on (B)(6) 2019 due to pump thrombosis. No additional information was provided.